Event description:
"The ventilator turned itself off giving an audible alarm. Attendant silenced alarm and turned ventilator on again. They saw a reset message on the display. The distributor looked at the event trace. There were intrrpt 1 and intrrpt 2 messages". No allegation of patient harm as attendent is with patient 24 hours.